Event description:
It was reported that there is a power supply fault. There was reportedly no patient involvement.

Manufacturer narrative:
The device was evaluated and repaired by the third party service provider, no details were provided however it's confirmed that the device was returned to full functionality. The device remains at the customer site and no further evaluation is warranted at this time.